Manufacturer narrative:
Product ID: neu_unknown_lead, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) from a manufacturer representative (rep) for a clinical study reported that the patient was not tested as they needed to undergo lead replacement. The study implant was done to replace the old electrode. The neurostimulator, implanted in 2013, was left in. The factors that may have led or contributed to the issue remain unknown. It was unknown if the issue resolved at the time of the report. Relevant medical history includes urinary urgency. No further complications were reported/anticipated. Additional information received reported that the a new lead was implanted on (B)(6) 2016. No additional information was provided. Relevant medical history includes idiopathic urinary incontinence and urinary urgency since 2008. No further complications were reported/anticipated.